Manufacturer narrative:
The defect was noticed prior to insertion of the lens into the eye which reasonably suggests the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens was kinked/crimped. The lens was scrunched up when advanced, during handling but prior to insertion. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: the customer confirmed that there was no patient contact and no incision enlargement or vitrectomy. The surgeon was able to complete the procedure with a backup intraocular lens without injuries. Device available for evaluation ? Yes, returned to manufacturer on 02/01/2017. Device returned to manufacturer ? Yes. Device evaluation: the intraocular lens (iol) unit was received in the original folding carton. The cartridge component was observed correctly engaged into the lower body of the device. The plunger component was observed in the advanced position. The plunger was gently pulled back, and it was found not locked. Visual inspection at 10x microscope magnification was performed. Residues of viscoelastics were observed on the cartridge of the returned device. The lens was observed stuck at the loading zone. The lens was torn. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.